Event description:
The ge oec 6800 fluoroscopy system displayed a communication failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The flash was erased and re-build and the calibration files reloaded to prevent future issues. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.